Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed a gas change, skipped the scanner test and performed the needed energy check and eye tracker test without any issue. The fluence test was performed with a measured depth indicating the ¿fluence test¿ have to be repeated. However, the user still confirmed the fluence test and performed multiple treatments during the whole day. The reported treatment could be identified in the logfile. The treatment for the right eye (od) was performed successfully without interruption. The user performed an energy check before this patient. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the patient experienced an over correction and poor vision in the right eye post lasik procedure.